Event description:
Blood glucose measured 155 mg/dl at 8:52 pm back to back with a result of 523 mg/dl at 8:54 pm. It wasr reported customer took additional tests afterwards of 203 mg/dl back to back with a result of 523 mg/dl performed within a minute of each other along with a result of 110 mg/dl taken two minutes after the 203 mg/dl. Reporter stated obtaining a 108 mg/dl result taken two minutes after the 110 mg/dl result. Reporter indicated taking normal dose of 38 units of insulin one hour before the 155 mg/dl result. No medical treatment was sought or received as a result. A request was made for the return of the suspect device and replacement product was sent.